Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was damaged; moisture/corrosion was observed inside the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional information: patient claims that she suffered a seizure as the result of a pump issue. No other details are available.

Manufacturer narrative:
Follow-up #3: date of submission 08-aug-2019 - correction: a review of the call for quality monitoring indicated that no power issue or damage to the pump was alleged. The original complaint should have been captured as casing/condition (moisture ingress).

Manufacturer narrative:
Follow-up #4: date of submission 07-nov-2019 device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2019 with the following findings: during investigation, there was a physical examination of the pump which revealed evidence of moisture ingress (corrosion) in the battery compartment on the positive battery terminal. There was no damage or cracks found to the pump case, cover or battery compartment. The battery cap was intact and able to fully secure to the pump until the yellow o-ring was completely seated. There was moisture corrosion observed in the battery compartment but did not interfere with the battery connection at time of investigation. There was power loss or rebooting was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.